Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 -clinical report indicates lot number and a doi. Doi: (B)(6) 2005. Update - (B)(4) 2012 - the revision operative report was received. It was noted that multiple screws, some broken (unk qty), were removed during the surgery. The complaint was reopened to add a product document and report the screws. No products have been returned for examination. Product/lot information for the bone screws reportedly found to have been fractured was not provided. Per the depuy clinical group a radiographic review from the surgeon states radiolucencies were noted in zones one, two and three. Physical x-rays have not been provided for examination by depuy. Per the provided revision operative notes the acetabular component was loose and was the reason for revision. The investigation is not however able to determine a root cause for the reported loosening and bone screw fracture with the newly provided information. It is known this patient has had prior acetabular revisions that were not identified as having been depuy manufactured devices. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Added: expiration date and UDI, patient and device code.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions confirmed in medical records.

Event description:
Pt was revised to address a malpositioned cup.